Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient failed to charge the device as recommended. In turn, the ipg was deemed inoperable. As a result, the patient underwent a trial procedure wherein the ipg was explanted and replaced with an epg. Reportedly, the physician connected the penta lead to the epg wherein the patient will be trialed for a new therapy.

Event description:
Additional information obtained, identified the patient underwent surgical intervention wherein the epg was replaced with an ipg due to newer technology. Therapy was resumed post operatively.

Manufacturer narrative:
Corrected data: device name was unintendedly incorrect in the initial report. This report contains correct information.